Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was performed for lot 929095h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The product is available for investigation. It is yet to be received.

Event description:
The event is reported to have occurred the week of (B)(6) 2019. The event involved a primary plumset that leaked ''paxitaxol'' from the distal end of the air vent of the 0.2 micron filter during infusion. It was used with a plum 360 pump set at a rate of 180 ml/hr and was noted to leak 2 to 3 hours after infusion. There was no report of adverse event or delay in critical therapy.